Event description:
It was reported that during an unk procedure, the device was defective. There was no pt consequence.

Manufacturer narrative:
Date sent: 9/18/2007. The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, and a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.